Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested but was unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of the index surgical procedure. The diagnosis and indication for the initial surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the onset date of symptoms from the initial surgical procedure? How many days post-operatively was the suture removed? Was medical intervention performed? If yes, please describe. Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent surgery of debridement and suture of open injury of left leg, vascular nerve repair and skin flap replantation on an unknown date and suture was used. The patient suffered from pruritus and redness after the surgery. The suture was removed immediately, the incision was disinfected and dressing was changed. Then the patient¿s condition changed to better.